Event description:
It was reported that during a follow up, a review of printouts revealed that the right ventricular lead exhibited intermittent loss of capture and sensing; a two to three second asystolic episode was noted. A lead fracture was suspected. The lead was explanted and replaced. The patients condition was fine post procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.